Event description:
Adverse event: "scrub tech slipped on leaking fluid and fell" (injury). Product problem: "system leaking fluid from underneath" (leak). A nurse reports the system was leaking fluid from underneath. The scrub tech slipped on the fluid and fell, pulling or straining her back and sought medical attention. The scrub tech is currently on workmen's comp for back issues. There was no harm or injury to pt, this occurred at the end of the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).